Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that carefusion coordination engine (cce) service was stopped preventing messages from being processed. A technical support specialist (tss) started the cce service, and message processing resumed normally, confirming issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis medstations entered critical override mode for approximately 50 minutes, with health sight viewer (hsv) indicating interface delay down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.